Event description:
The patient experienced a "weakening effect of the stimulation" and had had "suboptimal initial therapeutic effect", the event was coded as moderately severe. A new stimulation system was implanted. The event resolved. The event was reported as possibly related to the devices.